Event description:
During the use of an empira nc balloon catheter (rx ptca 10 x 3.75) it was reported that the balloon failed to deflate in the patient.  The balloon eventually deflated by puncture. The patient did need intervention to preclude permanent impairment. There was patient is currently ¿normal¿.  The product will be returned for analysis.  The proper treatment to patient was given with no other injuries.   The product will be returned for analysis.  Treatment was to the anterior descending branch.  The lesion was calcified, not tortuous and there was 90% of stenosis. There was no difficulty removing the product from the hoop, however, there was difficulties removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components.  It was unable to determine of there were any kinks or other damages noted prior to inserting the product the product into the patient.  The device prepped normally, maintaining negative pressure.  The contrast media used is unknown and the contrast to saline ratio is also unknown. The same unknown indeflator was used successfully with other devices.  There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter.  There was no difficulty advancing the balloon catheter through the vessel.  There was no difficulty crossing the lesion and the catheter was not in an acute bend at any time. The empira balloon did inflate normally under normal pressure.  The balloon took approximately 30 seconds to deflate.